Event description:
The reporter indicated that a 12.1mm, vicm512.1, -11.5 diopter, implantable collamer lens was implanted upside down into the patients right eye (od) on (B)(6) 2022.the lens was implanted, removed and replaced intraoperatively with no patient injury and the problem resolved.

Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).